Manufacturer narrative:
Event date was approximated to (B)(6) 2019 based on the first date of patients admitted to the study. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Naga r. Ahmada. Novel technique to tackle flush superficial femoral artery chronic total occlusion. The egyptian journal of surgery 2021,40:765-768.

Event description:
It was reported via journal article that a dissection occurred using a new profunda occluding balloon technique to flush superficial femoral artery (sfa) occlusions. This was a retrospective study that included patients with peripheral arterial disease admitted to the ward of vascular surgery unit at (B)(6) hospital between august 2019 and december 2020. All patients had chronic peripheral arterial disease fontaine classification (iib-IV). Multislice computed tomographic angiography showed tasc ii a/b/c femoropopliteal lesions with flush sfa occlusions. There was a total of 10 patients whom the new profunda occluding balloon technique was used for. The new method entailed exchanging the sheath with an 8-f one onto the contralateral side. Then a contralateral ii flush catheter (boston scientific corporation, (B)(6), USA) was introduced through the sheath over a glide wire hydrophilic coated 0.035-inch stiff guidewire (terumo interventional systems, (B)(6), USA) to cross-over to the ipsilateral side. Then a balloon over a v-18 control wire steerable 0.018-inch guidewire (boston scientific corporation) was passed into the profunda femoris artery (pfa). While inflating this balloon, another v-18 0.018-inch buddy wire was passed through the contralateral catheter and forced into the flush sfa occlusion. After deflating and removing the pfa balloon, sfa angioplasty continued as usual either intra-luminally or sub-luminally. This profunda occluding balloon technique was shown to be a cheap maneuver with a high technical success rate for cannulating flush sfa occlusions. Few complications were encountered, however, one case had localized pfa dissection; this was treated successfully by a 3-cm balloon inflated for 4 minutes into the artery. Neither arterial rupture nor sfa/pfa thrombosis was encountered. It was noted that the dissection was thought to be owing to heavily calcific wall and likely enough he did not need stenting.